Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the dignishield device was applied, the nurse ran their hand along the device and the access ports for irrigation, and balloon inflation came off. It had already been reported that the ports are poorly attached, appearing to be just glued on.